Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported motor error alarm and cracking around the reservoir compartment of insulin pump. Customer is asked to return reported insulin pump for destructive analysis. No additional information is provided.